Event description:
The manufacturer received information alleging a battery is not charging on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices battery failed to charge. In conclusion, the device's power supply was replaced to address the issue. The root cause is confirmed at this time. Unit passed final test.